Event description:
Pt found unconscious and unresponsive at home. Staff performing CPR and als care. Medtronic-physio control lp12 applied to pt using defib pads. Noted "red light" for service. Turned on pacing feature and found no rhythm display on screen and no spikes, although pt's chest displayed the effect of pacing. No three lead cable was applied. Als treatment was continued and transported to the nearest comprehensive emergency room, without status change.